Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that due to the site being too painful, the manufacturer representative was unable to interrogate the system. The inability to check the system and the overdischarge was not resolved. There was a possible explant; however, it was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having pain at the pocket site. The patient had stated that their body may be ¿rejecting¿ due to past experience with a bone growth stimulator. The patient stated that their body was reacting the same way with the stimulator. There were no applicable environmental factors. The manufacturer representative was unable to check the system due to overdischarged battery which was due to the painful implantable neurostimulator (ins) site. The painful ins site was reported to have occurred on (B)(6) 2016. There was a possible explant as the patient would like to have their system explanted. It was reported that the patient¿s medical history included high blood pressure.